Event description:
The user facility reported, that during a diagnostic colonoscopy a pt sustained a perforation of the bowel. The perforation was reportedly corrected surgically and the pt was given antibiotics within three hours of the event, however the pt reportedly expired.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed dents and scratches on the endoscope distal end cover, but there were no sharp edges noted on the insertion tube. There was a cut on the insertion tube at approximately 34 cm mark, but there was no leak and the device passed insulation test. There were nicks noted at approximately 76 cm with long scratches at approximately 55-59 cm and 72-79 cm marks on the insertion tube. The bending section cover glue at the insertion tube was found cracked, peeled and chipped due to physical damage. The cause of the pt's outcome cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.